Event description:
Baxter reported a transfer set has been replaced because of leak of the peritoneal dialysis fluid through the tubing. The transfer set was in place since march 2005. A sample is available. No patient injury or medical intervention was associated with this incident per baxter.